Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue on 12/15/2015. It was found the umbilical cable was faulty. Tested system to verify reported issue, replaced umbilical and system booted as normal and passed system checkout, staff notified, system is fully functional a cable was sent to site and swapped out by fse, the cable was sent back to manufacturer for evaluation: results of continuity testing and validator test on bench: continuity test failed, lemo connector pin 22 open to j2 pin 2. 100t test passed and the g-bit test passed. Both g-bit an 100t testing were performed using a cable validator-nt900 no further issue reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative was notified by the site that the imaging system showed message "initializing please wait" and unable to fully boot up. Issue occurred prior to the patient being in the or. The medtronic representative requested that the site reboot the imaging system and this did not resolve the issue. There was no patient present when this issue was identified.